Event description:
The customer reported that the remote network stations (rns or remote monitoring system) are experiencing communication loss.

Manufacturer narrative:
The netkonnect remote network extension (qp-983k or rns server) that is used with the remote network station (rns monitoring station) was restarted and the remote network stations were back and running. Issue was resolved.